Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door was having issues opening and closing. There was no patient involvement.

Manufacturer narrative:
(H6): manufacturing representative went to the site to test the system, upon inspection, it was discovered that the lower dingus required adjustment to consistently engage or disengage during gantry door opening or closing. Adjustment to dingus set screw made, door operation tested, and functioned to expectation. System checkout performed with satisfactory results. System returned to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000202, product ID: bi71000203, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.